Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device not available for evaluation.

Manufacturer narrative:
The device is expected to be returning for analysis. It has not been received. A follow-up report will be submitted with all additional relevant information. Attachment: medsun mandatory and voluntary report form (B)(4).

Event description:
User facility medwatch report (B)(4) received that states: guide wire sheared off in the coronary. After multiple attempts with snare device, wire piece was able to be retrieved. No additional information was provided.